Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon was difficult to connect and deflate. The nc emerge was used and it was noted that the inflation device would not reliably stay connected to the catheter. The balloon remained inflated as a result. No further information is available.